Event description:
Pt had his generator replaced due to end-of-service. Explanted generator was returned to MFR for product analysis. Analysis was completed on the generator and end of service was confirmed. The caged module was found to exhibit an out-of-limit (high) pulsing current. Analysis indicates that during MFR of the generator, the resistor (a selectable value resistor) could have been more optimally chosen. The out-of-limit pulsing current could potentially be a contributing factor to the eos, however, results of the battery longevity prediction confirm that the eos condition was an expected event.